Event description:
A report was received via social media that the patient was experiencing pain at the lead site. It was also reported that the patients ipg flipped. The patient underwent a revision procedure wherein the ipg was repositioned. No further information could be obtained.